Event description:
The customer reported that the machine is not getting charged. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H.8 usage of device added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H.8 usage of device added. Submission of a report does not constitute an admission that medical personnel, user facility,importer, distributor, manufacturer, or product caused or contributed to the event.